Event description:
User facility reporting the following in medwatch report (B)(6): "laser oculight gl had energy 'actual low power' warning failure during surgery. This is a loaner device. Dose or amount: 300mw power; frequency: 100 interval 300d; route: intraocular; date of use: (B)(6) 2012; diagnosis or reason for use: vitreous hemorrhage. A 23g laser endo probe was also used in conjunction with this device when error message and automatic shut off occurred."

Manufacturer narrative:
A failure analysis was performed on the returned device - serial number (B)(4). The error log showed error 5 (low power). The aiming beam power registered .618 watts, within spec. The most likely cause of the failure based on the error code indicated in the service menu was low power from the laser head. Based on the investigation of the error code the laser head was removed and sent to the laser head service department for investigation and repair. The results of the head room investigation were as follows: laser diode meets power specs, vanadate crystal mount is remounted and is acceptable to spec, ktp crystal has burned coating, output coupler is remounted and is acceptable to spec. As a result of the initial investigation it was recommended that the ktp crystal be replaced and the laser head realigned, re-adjusted and all optics cleaned. Iridex has reviewed and updated its service process, procedures, and forms to ensure appropriate troubleshooting of returned product. Training has been conducted for service staff. F/u documentation from the user facility indicates the treating physician was performing a vitrectomy for vitreous hemorrhage os when the actual low power warning appeared during treatment. The user facility reports that a 23g laser endo probe was in use during the failure, but the probe was not retained as it was determined to be a console issue. Thus, the user facility did not return the probe. According to the user facility the pt is recovering.